Event description:
Rptr noted poor quality scans with lots of baseline noise. Had bad iol calculations with iol excahnges being done. Pt identified had second scan for od iol exchange in 2005. Recovering well.